Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the left anterior descending artery. After an unspecified guide wire crossed the lesion, a 3.00mm x 38mm promus premier¿ stent was advanced however the device was caught with the guide wire inside an unspecified guide catheter. The stent delivery system (sds) was pulled and the stent had partially slipped forward beyond the sds balloon but the stent was still on the catheter. The procedure was completed using a different device.